Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary system. The procedure date is unknown. During a patient check-up on an unspecified date within the last 5 months, the stent was found to have migrated back into the duodenum. As a result, repeat ercp procedure had to be performed. The physician believes that the pigtail did not form correctly upon placement and the straightened pigtail resulted in the stent migration into the duodenum. It was also noticed that the other pigtail of the stent was kinked. Both "un-retrieved device fragment" and "migration" were reported; however, it was also reported that the stent was removed from the duodenum on follow-up. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a010402 captures the reportable event of stent migration. Impact code f2202 endoscopic procedure captures the reportable event of additional ercp procedure. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: block h6 patient code has been corrected. A corresponding update has been made to block b5.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary system. The procedure date is unknown. During a patient check-up on an unspecified date within the last 5 months, the stent was found to have migrated back into the duodenum. As a result, repeat ercp procedure had to be performed. The physician believes that the pigtail did not form correctly upon placement and the straightened pigtail resulted in the stent migration into the duodenum. It was also noticed that the other pigtail of the stent was kinked. Both "un-retrieved device fragment" and "migration" were reported; however, it was also reported that the stent was removed from the duodenum on follow-up. **additional information/clarification** it was subsequently confirmed that there was no problem in retrieving the device; the problem was that device migrated after placement and as such was not providing sufficient drainage.